Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure was an auto tuned needed to be performed on the pc board. No new parts needed.